Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. Customer indicated that sensor glucose was 70 mg/dl and blood glucose was 122 mg/dl. Customer indicated that the cannulas have been bent previously and that one time her blood glucose went to 400 mg/dl. Troubleshooting advised customer on proper insertion techniques and how to disconnect and reconnect sensor. No further information provided.